Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The implantable cardioverter defibrillator was unable to interrogate. Different programmers and wands were tried. No longevity estimates on this device was available since implant. The clinician could feel the implant site. Competitive programmers were tried but did not work. Telemetry test was performed which was unsuccessful. Device replacement was discussed. The patient also reported of infection which was unrelated to the device.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The device could not be interrogated. It was believed that the device reached end of life leading to interrogation failure. Device replacement was discussed.

Event description:
New information states that the device exhibited premature battery depletion. The patient reported similar incident of interrogation failure in his previous check a year prior. Device replacement was discussed.